Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a product issue. Based on the information reviewed, a cause for the reported leak/loss of fluid column during prep could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of the steerable guide catheter (sgc), the column would not hold fluid. The sgc was not used in the patient. The procedure was successfully completed with a new sgc. There was no patient involvement and there was no clinically significant delay in the procedure.